Event description:
The hcp reported the pump and catheter were removed on 2/8/06 due to infection. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.